Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; other pain: lower abdomen - from belly button down and hip to hip; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: discharge through vagina - removal of suture/mesh vagina. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: althea cbd oil - medical cannabis oil for the treatment of: treat pain associated with mesh. Treatment duration: 16 months. On (B)(6) 2019 the patient commenced psychological medication: zoloft (eleva) for the treatment of: depression. Treatment duration: 2 years (could be more). The patient was treated with topical treatment (including oestrogen cream): estradot for the treatment of: dryness.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06628.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; other pain: lower abdomen - from belly button down and hip to hip; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: discharge through vagina - removal of suture/mesh vagina. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: althea cbd oil - medical cannabis oil for the treatment of: treat pain associated with mesh. Treatment duration: 16 months. On (B)(6) 2019 the patient commenced psychological medication: zoloft (eleva) for the treatment of: depression. Treatment duration: 2 years (could be more). The patient was treated with topical treatment (including oestrogen cream): estradot for the treatment of: dryness.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.